Manufacturer narrative:
There were two occurrences of this product malfunction cited in the received medwatch. Please reference the following for the additional occurrence: 2245270-2013-00045. Vygon became aware of this product problem through the FDA medwatch program. Vygon was unable to attain any customer information or affected devices. The information provided will be used by vygon to complete an investigation into the product problem. This investigation is ongoing, and vygon will report the findings ina follow-up MDR within thirty days of its conclusion.

Event description:
Three way connector leaking IV fluids into bed. Second microbore set leaking. All product removed from unit and being sequestered.